Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 215 mg/dl at the time of the incident. The customer was at 69 mg/dl at the time of the call and the customer treated with juice. The customer was given intravenous fluids and a carb diet to treat the high. The customer experienced symptoms such as cramping. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The reporter stated that the infusion sets have come off 3 or 4 times before. Reporter also stated issues with sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.